Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the implant") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's past medical history included gravida ii and parity 4 (B)(6) 2003, (B)(6) 2005, (B)(6) 2008 and (B)(6) 2009.). Concomitant products included ibuprofen for pain. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain / pain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse"), headache ("headaches"), pain ("pain"), infection ("infection"), insomnia ("other injury(ies) or complication (s) please describe: sleeplessness") and vulvovaginal pain ("vagina pain"). The patient was treated with surgery (she will have surgery to remove essure implant in (B)(6) 2017). Essure treatment was not changed. At the time of the report, the device breakage, genital haemorrhage, pelvic pain, dyspareunia, headache, pain, infection, insomnia and vulvovaginal pain outcome was unknown. The reporter considered device breakage, dyspareunia, genital haemorrhage, headache, infection, insomnia, pain, pelvic pain and vulvovaginal pain to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received events added from pfs- infection, sleeplessness, vagina pain, she did not undergo confirmation test. Reporter information, historical condition, date of birth was added. Event insertion date was updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the implant") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (batch no. 717645, 731682) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's past medical history included multigravida and parity 4 ((B)(6) 2003, (B)(6) 2005, (B)(6) 2008 and (B)(6) 2009.). Concurrent conditions included right upper quadrant pain. Concomitant products included ibuprofen for pain. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain / pain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse"), headache ("headaches"), pain ("pain"), infection ("infection"), insomnia ("other injury(ies) or complication (s) please describe: sleeplessness") and vulvovaginal pain ("vagina pain"). The patient was treated with surgery (she will have surgery to remove essure implant in (B)(6) 2017). Essure treatment was not changed. At the time of the report, the device breakage, genital haemorrhage, pelvic pain, dyspareunia, headache, pain, infection, insomnia and vulvovaginal pain outcome was unknown. The reporter considered device breakage, dyspareunia, genital haemorrhage, headache, infection, insomnia, pain, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: according to pfa, the essure device was not removed and, anticipated/scheduled date: (B)(6) 2018 most recent follow-up information incorporated above includes: on 2-oct-2018: mr received: product lot number, concomitant disease added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the implant") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (batch no. 717645/valid,731682/invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's past medical history included multigravida and parity 4 ((B)(6) 2003, (B)(6) 2005, (B)(6) 2008and (B)(6) 2009.). Concurrent conditions included right upper quadrant pain. Concomitant products included ibuprofen for pain. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain / pain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse"), headache ("headaches"), pain ("pain"), infection ("infection"), insomnia ("other injury(ies) or complication (s) please describe: sleeplessness") and vulvovaginal pain ("vagina pain"). The patient was treated with surgery (she will have surgery to remove essure implant in (B)(6) 2017). Essure treatment was not changed. At the time of the report, the device breakage, genital haemorrhage, pelvic pain, dyspareunia, headache, pain, infection, insomnia and vulvovaginal pain outcome was unknown. The reporter considered device breakage, dyspareunia, genital haemorrhage, headache, infection, insomnia, pain, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: according to pfa, the essure device was not removed and, anticipated/scheduled date: (B)(6) 2018 lot number: 717645 man date: 2010-03 exp date: 2013-03. Lot number:731682 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-oct-2018: quality safety evaluation of ptc(product technical complaint). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing of the implant') and infection ('infection') in an adult female patient who had essure (batch no. 717645 valid,731682- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included multigravida, parity 4 (B)(6) 2003, (B)(6) 2005, (B)(6) 2008 and (B)(6) 2009.), hypertension, obesity and pelvic adhesions. Concurrent conditions included right upper quadrant pain. Concomitant products included ibuprofen for pain. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain / pain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), infection (seriousness criterion hospitalization), genital haemorrhage ("abnormal bleeding"), dyspareunia ("painful intercourse"), headache ("headaches"), pain ("pain"), insomnia ("other injury(ies) or complication (s) please describe: sleeplessness") and vulvovaginal pain ("vagina pain"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy , bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, infection, genital haemorrhage, pelvic pain, dyspareunia, headache, pain, insomnia and vulvovaginal pain outcome was unknown. The reporter considered device breakage, dyspareunia, genital haemorrhage, headache, infection, insomnia, pain, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: according to pfa, the essure device was not removed and, anticipated/scheduled date: (B)(6) 2018. Discrepancy in insertion date. In current follow up reported as (B)(6) 2009. Lot number: 717645 man date: 2010-03 exp date: 2013-03. Lot number:731682 is not valid . Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received. New reporter added. Essure implant date updated. Seriousness criteria hospitalized added for event "infection". Seriousness criteria removed for event" genital hemorrhage". On 24-feb-2020: pif received. No new information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing of the implant') and infection ('infection') in an adult female patient who had essure (batch no. 717645 valid,731682-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included multigravida, parity 4 (B)(6) 2003, (B)(6) 2005, (B)(6) 2008 and (B)(6) 2009.), hypertension, obesity and pelvic adhesions. Concurrent conditions included right upper quadrant pain. Concomitant products included ibuprofen for pain. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain / pain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), infection (seriousness criterion hospitalization), genital haemorrhage ("abnormal bleeding"), dyspareunia ("painful intercourse"), headache ("headaches"), pain ("pain"), insomnia ("other injury(ies) or complication (s) please describe: sleeplessness") and vulvovaginal pain ("vagina pain"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy , bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, infection, genital haemorrhage, pelvic pain, dyspareunia, headache, pain, insomnia and vulvovaginal pain outcome was unknown. The reporter considered device breakage, dyspareunia, genital haemorrhage, headache, infection, insomnia, pain, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: according to pfa, the essure device was not removed and, anticipated/scheduled date: (B)(6) 2018. Discrepancy in insertion date. In current follow up reported as (B)(6) 2009. Lot number: 717645 man date: 2010-03 exp date: 2013-03. Lot number:731682 is not valid . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2020: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing of the implant') and infection ('infection') in an adult female patient who had essure (batch no. 717645 valid,731682-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included multigravida, parity 4 (B)(6) 2003, (B)(6) 2005, (B)(6) 2008 and (B)(6) 2009.), hypertension, obesity and pelvic adhesions. Concurrent conditions included right upper quadrant pain. Concomitant products included ibuprofen for pain. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain / pain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), infection (seriousness criterion hospitalization), genital haemorrhage ("abnormal bleeding"), dyspareunia ("painful intercourse"), headache ("headaches"), pain ("pain"), insomnia ("other injury(ies) or complication (s) please describe: sleeplessness") and vulvovaginal pain ("vagina pain"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy , bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, infection, genital haemorrhage, pelvic pain, dyspareunia, headache, pain, insomnia and vulvovaginal pain outcome was unknown. The reporter considered device breakage, dyspareunia, genital haemorrhage, headache, infection, insomnia, pain, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: according to pfa, the essure device was not removed and, anticipated/scheduled date: (B)(6) 2018. Discrepancy in insertion date. In current follow up reported as (B)(6) 2009. Lot number: 717645 man date: 2010-03 exp date: 2013-03. Lot number:731682 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2020: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the implant") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), dyspareunia ("painful intercourse"), headache ("headaches") and pain ("pain"). The patient will be treated with surgery (she will have surgery to remove essure implant in (B)(6) 2017). At the time of the report, the device breakage, genital haemorrhage, pelvic pain, dyspareunia, headache and pain outcome was unknown. The reporter considered device breakage, dyspareunia, genital haemorrhage, headache, pain and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.